Event description:
It was reported after two weeks of intra-aortic balloon (iab) therapy, the console generated a gas loss alarm repeatedly. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. The extracorporeal tubing and sensor cable were found to be cut at approximately 2.54cm from the rear of the y-fitting. An underwater leak test of the balloon, catheter tubing, y-fitting and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported after two weeks of intra-aortic balloon (iab) therapy, the console generated a gas loss alarm repeatedly. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
"Initial reporter" changed from (B)(6). "Occupation" changed from 'physician' to 'other'. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported after two weeks of intra-aortic balloon (iab) therapy, the console generated a gas loss alarm repeatedly. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after two weeks of intra-aortic balloon (iab) therapy, the console generated a gas loss alarm repeatedly. The balloon was replaced to continue therapy. There was no reported injury to the patient.